Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e1104 captures the reportable event of liver dysfunction. Imdrf patient code e2401 captures the reportable event of abnormal blood count. Imdrf impact code f08 captures the reportable event of patient was admitted to the hospital beyond the standard level of care. Imdrf impact code f2202 captures the reportable event of reintervention procedure was performed. Imdrf impact code f2301 captures the reportable event of stent was removed using rat tooth forceps. Imdrf impact code f0801 captures the reportable event of the patient was in the intensive care unit (ICU) as of (B)(6) 2025.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was implanted in the duodenum and common bile duct to treat a malignant pancreatic head mass during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. On (B)(6) 2025, during an emergent follow-up, the stent was believed to be occluded. The stent was removed using rat tooth forceps, and the physician confirmed that debris was present around the distal flange. Another wallflex stent was used to replace the occluded stent. The reintervention procedure resulted in abnormal liver function tests (lfts) and blood counts. The patient was in the intensive care unit (ICU) as of (B)(6) 2025, and remained hospitalized beyond the standard level of care.